Manufacturer narrative:
Findings: power loss alarm and replace battery alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and power loss was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump has unexpected loss of power. The customer¿s blood glucose level was 7 mmol/l at the time of the incident. Troubleshooting was performed found this is the second occurrence replace battery now without a low battery warning. The customer stated the power loss issue has been going on for two weeks. Advised the insulin pump will need to be replaced. Advised they may continue to wear the insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.